Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on (B)(4) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 205, 182 and 221 mg/dl. The customer¿s expected morning fasting blood glucose test result range is 110-150 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer reported that he had obtained a fasting result of 340 mg/dl on (B)(6) 2021, and due to the result obtained he had gone to the emergency room. Customer had not been experiencing any symptoms at the time. Customer did not recall his blood glucose test result when at the emergency room, but stated that it was lower than the result obtained using the truemetrix meter. No medical treatment was reported. Customer was discharged the same day. During the call, a blood test was performed by the customer fasting and produced test result of 220 mg/dl using truemetrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2022 and test strips were opened fifteen days prior to call. The meter memory was reviewed for previous test result history: (B)(6).